Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries. System operates as intended.

Event description:
Customer reported the system is displaying a precharge voltage error on boot up. No patient injury was reported.